Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 107 was unable to be confirmed or reproduced during the evaluation. However, baxter's functionality testing found the unit to alarm system error 105. Further investigation confirmed this condition through observation upon powering the device on, as well as through review of the event history log. This condition was determined to have been caused by a failed motor flex. The motor assembly was replaced.

Event description:
It was reported a spectrum pump alarmed system error 107 during biomed testing. It was also reported there was no patient involvement. During baxter's functionality testing this pump alarmed system error 105. There was no patient involvement.